Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device serial number, manufacture date cannot be determined. Device not available for return.

Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to an error code. The device error was caused by the customer attempting to use expired strips. Meter not available for return, replacement sent.